Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred rarely between 3/11/26 and 3/22/26. Data was provided for investigation. The allegation was confirmed due to the finding of no alert/notification rarely within the investigation window. The probable cause of the alert/notification settings issue was determined to be alert was disabled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.